Event description:
Medtronic received information that 2 months following implantation of the bioprosthetic valve, the patient had an EKG that showed complete av block and 3 days later a permanent dual chamber pacemaker was placed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).